Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('two people who had complications from surgeries.') In a female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("two people who had complications from surgeries."). The patients were treated with surgery (device removal). Essure was removed. At the time of the report, the complication of device removal outcome was unknown. The reporter considered complication of device removal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: complication of device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.